Event description:
During preventative maintenance of the device, the representative reported the spring on the clip of the flow sensor would not function as expected. No other details of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.